Event description:
It was reported that a home patient (hp) experienced a high drain 107 alarm on a homechoice (hc) device during automated peritoneal dialysis (apd) therapy. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. Nothing unusual was noted during troubleshooting for the alarm. A technical service representative (tsr) initiated a swap of the device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and analyzed. The event history log review identified the presence of the high drain 107 alarm on the reported therapy date. No abnormalities were identified during internal/external inspections. The device passed both electrical and functional returned instrument testing evaluation (rite) tests. The pneumatic system was found to be working within specification. A short simulated therapy was performed successfully. Although found in the event logs, the reported high drain alarm was unable to be duplicated during sample analysis. The cause of the condition was a use error. The tidal total ultrafiltration removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.